Event description:
It was reported that a powered wheelchair ran the user over and she dislocated her shoulder. The user went to the hospital and the extent of medical intervention is unknown. Should additional relevant information become available, a supplemental report will be submitted.